Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had motor error. Customer's blood glucose was unknown. Customer stated that insulin pump had random no insulin delivery alarm. Customer was decline to troubleshoot. The product will not be returned for analysis.

Manufacturer narrative:
Device received with minor scratched lcd window. Unit passed all functional tests, including the idle current measurement test, run current measurement test, self test, off no power test, unexpected restart error test, displacement test, basic occlusion test, occlusion test, prime test, rewind test and excessive no delivery test. Device received with normal operating currents. No unexpected low battery alarm noted. No motor error alarm and no excessive no delivery alarm noted. Motor passed motor test.